Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was noted to be peeling in multiple areas to 20 cm from the proximal end. There was no hydrophilic coating peeling and no anomaly noted with the hydrophilic coating. Functional inspection: n/a the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, continuous flush maintained throughout the procedure, there was no friction/resistance encountered during the loading technique. The issue was noted at insertion into the microcatheter. The provided introducer was not used to load the guidewire. The device was confirmed not to be in good condition prior to use and a new guidewire was used to complete the procedure. The patient was not affected because of this event. Analysis of the returned device found no anomaly with the distal end of the guidewire, there was no anomaly with the hydrophilic coating and no evidence of the peeling mentioned in the event description. Therefore not confirmed will the assigned to the as reported ¿hydrophilic coating peeling¿ analysis of the returned device did find evidence of scraping and peeling of the ptfe guidewire coating in several sections from the proximal end to 20cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during a surgical procedure when the physician removed the subject guidewire from the dispenser hoop and attempted to insert the subject guidewire into a microcatheter, the physician found flaked coating around distal tip of the subject guidewire. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a surgical procedure when the physician removed the subject guidewire from the dispenser hoop and attempted to insert the subject guidewire into a microcatheter, the physician found flaked coating around distal tip of the subject guidewire. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.